Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿e226 error¿, was not reproduced. Additionally, b30 error was found to have occurred due to communication failure resulting from a cable failure. Since communication error b30 occurred due to cable failure, it was determined that e226 error occurred temporarily due to communication failure. It was noted that b30 is a scope communication error which is displayed when communication is unable with endoscope. (Clv-s190 instruction manual chapter 9 troubleshooting, 9.2 troubleshooting guide). Additionally, e226 is an error displayed when abnormality occurred on communication between endoscope and processor. (Instruction manual otv-s300 chapter 10 troubleshooting, 10.2 troubleshooting guide). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video connector by pulling the camera cable. Equipment damage may occur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd camera head had an e226 scope connection error displayed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿e226 connection error display¿ was not confirmed. The device evaluation found b30 error-scope communication code, other failure mode related to the lock button on the scope mount stiffing and bad image quality due to malfunction of the image system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.